Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter stated that the insulin on board calculations were not correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the black box showed a bolus of 6 units and a bolus of 9 minutes 50 minutes apart on 01/08/2014. A review of the pump¿s user settings showed that the insulin on board (iob) duration was set at 4.0 hours. A test was performed with a 10 unit bolus and a duration period of 4.0 hours. After the 4 hours the iob status was 0.00 and this was accurately reflected in the iob status. The iob was found to functioning properly.